Manufacturer narrative:
Sections b5 and h4 were corrected. The inspection conducted by the arjo technician revealed that the lift¿s up and down functions were not working due to actuator failure. No other malfunctions were present apart from the non-functional actuator. Based on it, it is assumed that the claimed issue was caused by the actuator being unable to hold the patient¿s weight. Based on other complaints, it is known that an actuator failing to hold weight may be caused by damage to the clutch bearing of the column actuator. The clutch bearing is the component responsible for stopping the descent when the patient is suspended. Such damage can prevent the actuator from holding the load, leading to the unexpected descent of the patient. The maxi move instructions for use (001.25060) provide a complete step-by-step guide on how to perform a proper transfer, ensuring maximum safety. The IFU also states: ¿this product has been designed and manufactured to provide you with trouble-free use. However, this product does contain components that are subject to wear with regular use. Caution: some of these parts are critical to ensure the safe operation of the lift. They will need examining and servicing on a regular basis and must be replaced as needed.¿ since the equipment was not serviced by arjo and the actuator did not work during the inspection, the exact root cause cannot be confirmed. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was not performing as intended. Malfunction was found during the device evaluation. The complaint was decided to be reportable due to allegation that the lift suddenly descended.

Event description:
It was reported that patient dropped into a chair during the transfer with arjo maxi move floor lift. No injuries occurred. The device evaluation conducted by the arjo field service technician revealed the malfunction of the actuator responsible for the up and down movement of the lift. Allegedly, the actuator was broken and did not work.

Manufacturer narrative:
The investigation is ongoing; results will be updated in the final report. The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that patient dropped into a chair during the transfer with arjo maxi move floor lift. No injuries occurred. Evaluation of the device showed that the actuator detached from the lift.